Event description:
On the second insertion on a focal mid sfa lesion using a 7fr sheath, the physician made one pass. When he turned the device off it "appeared" the cutter pushed the nosecone off of the catheter. The nosecone migrated distal and lodged between the sheath and the profunda. He then punctured the opposite groin and inserted and 8 fr arrow sheath and inserted the m snare. He was able to snare the nosecone and drag it into the 8 fr sheath and pull it out of the patient. During tissue removal, the tip clip. As referenced in the IFU, was not used during tissue removal. This mishandling of the device can cause damage to the tip and housing which can cause the device to not perform properly. There were patient implications.